Event description:
Device 2 of 2. Reference MFR report 1627487-2012-12053. It was reported the pt had shocking sensations. It was also reported the pt was explanted and no sjm rep was notified before the explant nor was an sjm rep present during the explant. It was reported the doctor alleged the lead appeared to be fractured. The system was discarded. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.